Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was for the last 2 days the patient was having problems with their unit. The patient was unable to increase their stimulation on group b. Patient was on group a and they wanted to switch to group b because it ran down into their feet much stronger. When the patient tried to increase the stimulation they got settings not available. Patient reset the 97745nt controller but that did not resolve the issue. The issue was not resolved. The caller was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The circumstances that led to the settings not available message was that an electrode was not responding in setting b; they needed to bypass one electrode and reprogram. Reprogramming was done, and the issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.